Event description:
It was reported that the patient was received via transfer from an outside facility, (B)(6), there were rusty colored flecks of blood noted in the gas line and the flecks are on the inside of the tubing but there were no alarms. No alarm strips were provided. The iab was removed and replaced in the same site. There were no complications with removal or reinsertion. Patient is currently stable on the pump.

Manufacturer narrative:
Qn#(B)(4). The product was not returned for investigation. A device history record review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The risk of the reported event is acceptable. The reported issue cannot be confirmed because the sample was not returned for investigation to teleflex chelmsford. The complaint will be monitored for any developing trends. The reported complaint for iab blood in helium pathway is not able to be confirmed. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported that the patient was received via transfer from an outside facility, brockton, there were rusty colored flecks of blood noted in the gas line and the flecks are on the inside of the tubing but there were no alarms. No alarm strips were provided. The iab was removed and replaced in the same site. There were no complications with removal or reinsertion. Patient is currently stable on the pump.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.